Manufacturer narrative:
Part 03.114.001, lot h161606: manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: december 30, 2016. Inspection sheet for incoming final inspection and certificate of compliance received from (B)(4) meet specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported the veterinary surgeon could not attach the locking compression plate (lcp) threaded drill guide to the lcp plate. It is not known if there is patient involvement, no surgical delay was reported. Concomitant medical products: lcp plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) lcp threaded drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was returned and an evaluation was completed. This complaint is confirmed. Appropriate actions have been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.